Event description:
It was reported that the needle pierced the catheter. Rn was accessing patient with a 24 g insyte during this the catheter split form the needle inside patients' vein, when rn removed needle, it had ripped through plastic on catheter. Report just says there was harm to the patient. Additional information 3/30/2031: I do not know the extent of the patient impact as those details are kept secure, but that there was some patient harm with what happened.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the exact cause could not be determined from the sample analysis. Four 24g insyte autoguard units were returned for investigation from lot #5339229. Two devices were received in sealed unit packages. No damage or defects were identified on the sealed representative units. One needle was received fully retracted within the safety shield and without the IV catheter. One IV catheter was received with the needle protruding through the side of the tubing. The reported damage could only be confirmed for one device. It could not be determined when the catheter was punctured as it may have occurred during manufacturing or use; however, as the damage was reportedly observed during the insertion process, it is unlikely that the device would be inserted if the observed damage existed upon opening the unit package. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.